Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery took longer to charge when using a tandem charging cable. There was no impact to customer¿s blood glucose. A replacement charging cable was sent to the customer. The customer continued to use the pump for insulin therapy.